Manufacturer narrative:
Patient information was not provided for reporting. Additional device procodes: gff, gfa, hsz. Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that on (B)(6) 2018, patient underwent procedure for clavicle plating of non-union. During the case, the surgeon felt that the drill bit was sticking into the drill guide. Eventually, the drill bit got jammed into the drill guide. They managed to get the drill bit out discarded it. Reportedly, it is unknown if 2.5mm drill bit was slightly bent or if drill guide insert was damaged. Surgeon drilled without drill guide. No delay to procedure reported. Patient outcome was reported as nothing abnormal. This report is for one (1) 2.5mm drill bit/qc/gold/110mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: event. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Further it was reported that the nonunion fracture was initially treated conservatively, no metal ware was removed.